Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The analyst noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the patient had twiddler¿s syndrome and that they had received inappropriate therapy from their implantable pulse generator (ipg) device and lead system. The right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted (B)(6) 2013. (B)(4).